Event description:
Implant placed 9/25/97. It was removed 3/26/98 due to mobility. One person affected.

Manufacturer narrative:
A measuring error was made when initially evaluating the returned implant. It was remeasured and found to be a restore 4x10 self-tapping implant. This matches the clinician's information. The lot number remains unknown. Co's conclusion remains the same: the pt's smoking and high blood pressure, if untreated, are likely contributing factors in the implant failure. The implant is not believed to be the cause of failure.